Event description:
As reported by the study, during the 3-yr f/u, the pt advised that he was hospitalized for a myocardial infarction, which required percutaneous coronary intervention (pci). Add'l details regarding this event are not currently available. The pt was randomized to the cypher arm of the study. His medical history included hypertension, hyperlipidemia, current smoker, insulin dependent diabetes mellitus, previous pci with stenting and a body mass index (bmi) of 25. Pre-procedure medications included clopidogrel, aspirin, beta-blockers, reopro and heparin. Intra-procedure medications included heparin. Pci was performed on a totally occluded lesion in the proximal right coronary artery (rca) of 20 mm in length in a 3.0 mm vessel diameter with moderate tortuosity of the proximal segment and a bifurcation with no major side branch involvement. The (b2) eccentric lesion was characterized with an irregular contour. Thrombin inhibition in myocardial infarction (timi) 0 was recorded pre-procedure. Two overlapping stents were deployed by direct stenting. A 3.0x23mm cypher stent was deployed at 10 atmospheres (atm) followed by a 3.0x13mm cypher stent at 14 atm both with satisfying results. There was no post-dilatation. Post-procedure cardiac enzymes were as follows: ck 7, ck-mb 4 and troponin was not done. Post-procedure medications included clopidogrel, aspirin, beta-blockers and statins. The pt was discharged with anginal complaints. At the 1-mo f/u, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin, beta-blockers and statins. At the 6-mo f/u, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin, beta-blockers, and statins. At the 8-mo f/u, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin, beta-blockers and statins. At the 12-mo f/u, the pt had no angina complaints. Ongoing medications included clopidogrel, aspirin, beta-blockers and statins.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following mfg #s 9616099-2008-00621 and 9616099-2008-00622.